Event description:
It was reported, there was a short in the leads; the stimulation did not work on the right side. It was also noted that the pt's implantable neurostimulator (ins) battery was dead. The pt planned to have the system replaced with another manufacturer's product.

Manufacturer narrative:
(B) (4).